Manufacturer narrative:
The insulin pump was received with partial display anomaly noted due to moisture damage on all electronic assemblies. No blank display anomalies. Unable to perform displacement test, operating currents measurement and off no power test due to partial display. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. Customer's blood glucose was unknown. Customer reported the issue persisted. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.